Manufacturer narrative:
Device has not yet been returned for evaluation.

Event description:
It was reported that the facility removed a PICC from a patient. Bedside rn stated that he keeps getting bubbles while trying to aspirate for blood. Flushing is easy and no leak noted. Maxplus was changed with a little bit of change noticed.